Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported a bg of 300 mg/dl. It was noted the user had not completed the learning phase as intended, resulting in higher-than-expected mealtime insulin dosing. The user subsequently completed a factory reset with support. No further issues were reported.